Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 600 mg/dl. The customer treated with a bolus. Customer's blood glucose value was 171 mg/dl at the time of the call. Customer reported that the high blood glucose levels began on (B)(6) 2016 and did contact their healthcare professional. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was returned for analysis.

Manufacturer narrative:
The pump passed all functional testing, including the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. No moisture damage on the electronics and motor noted. The pump was tested with a liquid filled reservoir and no air bubble anomaly was noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.